Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead was placed and the helix was extended. The lead dislodged and the helix was retracted; although, it was difficult to determine if the helix was completely retracted under fluoroscopy. Another attempt was made to place the lead, but the impedance and threshold measurements were high. The physician decided to remove the lead. Once the lead was removed, the helix was retracted, as expected. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.